Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide catheter: 5 french 90 cm cook pigtail diagnostic catheter. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other rotating hemostatic valve (rhv) device referenced is filed under a separate medwatch report number.

Event description:
It was reported that a non-abbott guide catheter was attached to the abbott rotating hemostatic valve (rhv). The guide catheter was in the thoracic arch for a diagnostic carotid angiogram. The upper limit for pressure was set at 900 psi. A pressure of 613 psi was applied to the rhv when it cracked and began leaking. The rhv was replaced with a new one, but it also cracked at 640 psi and began leaking. Both rhvs should have been able to tolerate these pressures. A non-abbott rhv was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported cracks were unable to be confirmed; however, a separated rotator and missing o-ring were observed. The reported leak was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the rotating hemostatic valve instructions for use states: rotating hemostatic valve should not undergo pressures greater than 400 psi (2758 kpa). The investigation determined the reported difficulties appear to be related to use error as it is likely that inflated pressure exceeding the maximum pressure of 400 psi resulted in the reported crack/leak. Over pressurization and/or manipulation of the device likely resulted in the noted separated rotator and missing o-ring. There is no indication of a product quality issue with respect to manufacture, design or labeling.